Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance. This lead was also found to be fractured. The lead was manipulated near the pocket and impedance increased to greater than three thousand. Additionally, lv lead was identified to have blood within the insulation upon opening the pocket for procedure. This lv lead was surgically abandoned and replaced. No additional adverse patient effects reported.